Event description:
During a gastrectomy procedure the instrument did not deliver a complete staple line, but did not deliver a complete cut line. The case was completed with a like device with no patient consequence.